Event description:
It was reported during in clinic following up that the patient presented with chest pain. The right ventricular lead exhibited a failure to capture. Chest x-ray revealed the lead had perforated the cardiac tissue. The lead was explanted and successfully replaced. The patient was stable.